Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that system unexpectedly shut down. Site tried rebooting system and it stalled in initialization. Site was unable to get system to move past initialization. System unexpectedly shut down 3 times. Site had to manually open gantry to get patient out.this issue occurred intraoperatively and caused a unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,reseated all battery stake connections, load charging card firmware to #3 and #6 modules. Recalibrated all home positions. Codes:b01,c13,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.